Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 343 alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation was unable to determine causaility as the device passed all testing and operated as designed.

Event description:
It was reported that a spectrum pump displayed system error 343 during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out, with a delay of less than 30 minutes, and that there was no patient injury.